Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented with episodes non-sustained rv oversensing via merlin.net. Review of the strips showed an episode of pseudopseudofusion. Atrial pacing caused the ventricular beat to fall into ventricular blanking. No programming changes were discussed or suggested.